Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: an additional phone # was provided as (B)(4) device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: material number and batch number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd needle experienced separation between the needle and syringe during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Some needles have been dull. Some needle sheaths are very difficult to remove and some needles are attached so loosely to the syringe that the needle separates from the syringe when removing the sheath. There seems to be a quality issue. When asked if she could provide expiration and lot#' s pt reported, "unfortunately I just started a new case and discarded the old one so I don't have any valid lot numbers I can provide to you." The needle patient had an issue with was the "bd 1 ml sub q syringe" pt indicated she "used most of them. Threw away about 1/2 dz where needle became contaminated."